Manufacturer narrative:
(B)(4). Eval results: (arterial occlusion). Results/conclusions: (tortuous iliac arteries).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 47 mm diameter abdominal aortic aneurysm on (B)(6), 2011. The aortic neck is 30-31 mm in diameter proximally and 30-32 mm distally. The aorta and iliac arteries were extremely tortuous and the lunderquist wires that were used during the procedures were not able to straighten out the vessels. Eventually the stent graft was able to be deployed; however, there was a small type I leak that was not noticeable in lao projection, but it was visible in an ap view when they were looking at the iliac stenosis. Another MFR's balloon expandable stent was deployed in the right iliac after the endurant stent graft was implanted to address the stenosis. The physician was unable to advance a reliant balloon up the iliacs, partly because the lunderquist wires might have been too worn out during the procedure, and largely because of the iliac tortuousity. Further review with CT scan is planned in 5-6 weeks post operative. No further intervention was performed and the pt is fine.